Event description:
Information was received indicating that the a.m. Dose on a smiths medical cadd-legacy duodopa ambulatory infusion pump was set for 20 ml and not "the current 9 ml" setting. No adverse patient effects were reported.